Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface to address pain and stiffness approximately nineteen (19) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona spiked keel osseoti tibia left size d catalog #: 42535006701 lot #: 65673686, persona trabecular metal cruciate retaining standard porous femoral component catalog #: 42502806201 lot #: 65370304, nexgen trabecular metal standard primary patella catalog #: 00587806535 lot #: 65423036. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.